Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
The customer called technical support (ts) reporting that the device shut down during use. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no medical intervention provided to the patient. There was no delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The failure investigation team reviewed the diagnostic report (drpt) and there is no indication of a 35 volt failure. The issue appears related to 1101 ventilator restarted, followed by code 3007 which would have been the ventilator performing a restart. Per the service manual, if code 1101 is followed by a 3007, no further action is required. However, per technician discretion, reinstalling the 3.00 software was recommended. Further information regarding this issue is pending.

Manufacturer narrative:
It was reported that there was a delay to therapy due to the alleged failure, but there was no report of patient or user harm. There was no report of the patient requiring medical intervention. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available later, the complaint will be reopened, and a supplemental report will be submitted.